Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2003. 4193 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was high impedance and undersensing observed in the right atrial lead. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.